Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 590 mg/dl. It was also stated that the insulin pump was worn during an MRI scan. It was stated that the customer lost consciousness prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.